Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother was advised to ensure no background applications were running and no other bluetooth devices were connected. Patient's mother stated that she will try another sensor and attempt to re-pair transmitter. No additional patient or event information is available.